Manufacturer narrative:
Concomitant medical product: product ID: 377660, lot# v002900, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported they had a motor vehicle accident in (B)(6) 2015. When they stopped spinning from the accident, the patient was hurting a lot and could not feel the tingling from the device. Temporarily, it stopped working. By the time they left the accident, the patient could feel it again. It was noted the patient went to the hospital and had her face and hip bruised. There were no unrelated medical procedures. The patient's pain level increased in (B)(6) 2015. This was noticed in the legs particularly. The patient noted she felt like "when the weather changes and feel like you have been hit by a truck." An allegation of dissatisfaction with the implantable neurostimulator (ins) longevity was reported. The patient was not due to have the ins replaced until the (B)(6) following the report, but the elective replacement indicator (eri) showed up about a week prior to the report in (B)(6) 2015. The patient stated she had not been able to increase the implant for the last week. When the patient was walked through increasing, she was able to increase the stimulation. After education, the issue was resolved regarding increasing the stimulation. It was noted the patient had an appointment with the doctor and manufacturer's representative on the day after the report. Later, the healthcare provider (hcp) reported the ins was checked and it was at eri. Surgery to replace the device was scheduled for (B)(6) 2015. The cause of the eri was the battery going out. It was implanted in 2007 and was normal for battery to need replacing. Relevant medical history included failed back surgery syndrome.